Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) found the occlusion knob to be jammed and the pump¿s guts were stuck in fully occluded position. The pst removed the occlusion knob but could not free up the pump guts. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Corrected information: if follow up what type: should have had "device evaluation" selected in the previous medwatch submission. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preventive maintenance (pm) of the device, the user facility called and requested the pump to be fixed. There was no patient involvement. The roller pump has a frozen occlusion knob stuck halfway between the open and closed position. Unable to turn the occlusion.